Manufacturer narrative:
(B)(4) additional information: complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion the stiffening/buddy wire in the 2-lumen preloaded vps kit, was difficult to advance through the proximal lumen of the PICC. When it was pulled back through the hub, they said it felt like a rubber band and was just springing back. The stiffening/buddy wire was removed from the catheter and not used for the procedure. There was a delay in treatment, but no harm caused to the patient. No death or complications occurred to the patient.